Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 426 mg/dl. Customer's blood glucose value was over 400 mg/dl and treated with the pump. Customer declined troubleshoot for high blood level. Customer reported they had changed out the set and experienced high blood glucose. The product will be returned for analysis.